Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasions at 7.5-7.9cm and 44.5-44.8cm from the distal tip consistent with friction to another device and ICD. The conductors etfe coating was abraded at both locations. Internal insulation abrasion at 9.4-10.8cm from the distal tip. The conductor etfe coating was intact.